Event description:
During thrombectomy procedure, the tip of the ptd device broke off inside the patient. The device is teleflex arrow-trerotola ptd device. Reference number pt-45509-t, lot # 13f20d0402. Device retracted immediately and not used again. 2 stents placed in tandem to cover stenotic vein and area of sheared off tip of thrombectomy device. FDA safety report ID# (B)(4).